Event description:
The customer initially called to report a motor error alarm during the manual prime. The displacement test was performed and the insulin pump passed the test. Also found that the insulin pump is squirting all of the insulin out during the manual prime. The customer then stated that her blood glucose dropped to 31 mg/dl and she was treated by the paramedics. Advised the customer to discontinue using the pump due to the prime anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.